Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatigue, general malaise, weight gain, cramp in lower abdomen, ovarian cyst, mood swings, panic attacks, poor sleep, bipolar disorder, anxiety, cystic acne, itching all over, constipation chronic, back pain, vaginal discharge, mood change, nausea, vomiting, headache, weakness and menorrhagia. Concomitant products included doxycycline, sertraline hydrochloride (zoloft) and sulfamethoxazole;trimethoprim (septra). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, infection and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatigue, general malaise, weight gain, cramp in lower abdomen, ovarian cyst, mood swings, panic attacks, poor sleep, bipolar disorder, anxiety, cystic acne, itching all over, constipation chronic, back pain, vaginal discharge, mood change, nausea, vomiting, headache, weakness and menorrhagia. Concomitant products included doxycycline, sertraline hydrochloride (zoloft) and sulfamethoxazole;trimethoprim (septra). In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, infection and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, infection". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.